Event description:
The reporter indicated that during a follow-up and after the first inquire, the following message appeared: "the device is in backup mode." Before proceeding with the back-up reset, a printout including the parameters and diagnostic data was done. A back-up reset was done, the device was reprogrammed and no other problems were noted. According to the data, the device had been in the back-up mode (with therapy disabled) for more than two months.